Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined. Additional information was requested on 05/10/2012 and 05/14/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).